Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the patient was extremely sick and on the heart transplant list in the ICU. They found evidence of stroke on a neuro scan and thought doing an emergent tavr would be the best option for the patient. The physician loaded the valve and was experiencing an extensive amount of push force, more than normal. The fcs noticed that the loader cap was already slid back, the team worked through a couple of different ideas to help it progress we added rodaglyde to the sheath and to the commander flush, we also made sure the partially expandable portion was entering the arteriotomy at 45 degrees and that the sheath was hubbed to the skin. The fcs, said if this is more than normal, the team can pull it out and re-prep a new system and a new valve, but the team wanted to continue moving forward. The ic took first position and continued, pushing with a large amount of push force. The fellow did two push advances forward on the delivery system, probably around the time the valve was exiting the triseal it started experiencing excessive force (middle/distal portion of the partially expandable part of the sheath). He eventually got the valve to move forward just slightly. The team continued and panned down to take a look at the valve. The valve was not visibly getting stuck on anything, it was just inching forward still with a lot of push force. The team thought that it looked like a couple struts had a gap in them (with the struts folding over straight on under fluro (which made it difficult to see). We deployed the valve at 80/20. The strut is still slightly sticking out. No effusion, no leak. The team shot the legs and there was no dissection in the femoral. The patient was stable. Per the fcs, the patient had mild calcium burden and mild tortuosity in rtf. The valve was adequately crimped. Per engineering evaluation of photos provided, the valve struts were bent.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for valve frame damage was confirmed based on provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the IFU and training manual, ''insert loader completely into sheath until it stops.'' The loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub and proximal strain relief. If the loader was not inserted through the sheath properly or pulled back prematurely, the crimped valve can be exposed to and interact with the sheath hub/inner lumen of the sheath, resulting in frame damage to the inflow side of the valve. In this case, it was reported that the loader was prematurely pulled back, and attempts were made to continue advancing the delivery system ''with a lot of push force'', which likely resulted in interaction between the crimped valve and the sheath hub during delivery system insertion, leading to damage to the valve. As such, available information suggests that procedural factors (incomplete loader advancement, high push force) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.